Event description:
Customer reported the pt's pump started to alarm air in the line. Nurse discovered that the IV tubing became disconnected at the base of the slider clamp. Therefore, no IV fluid was infusing into the pt. The tubing was then disconnected from the pt flushed and clamped at the hub while new fluids and a new set of IV tubing was set up. Solution infusing was either 0.9ns or d5ns and there was no medication provided as treatment. There was no report of pt harm and no medical intervention was required. Customer stated that there is no additional event or pt information available at this time.

Manufacturer narrative:
(B)(4). The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Evaluation pending.